Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer stayed overnight in the emergency room on (B)(6)2020, due to high blood glucose with the blood glucose level of 31.0 mmol/l. The customer experienced symptoms such as vomiting, breathing difficulty, and little stress. The customer¿s other blood glucose was 22. 4 mmol/l. The customer was treated with an insulin pump. The displacement test passed and the high-pressure test did not pass but after repeating the high-pressure test, it passed. And the customer was alleging the insulin pump was under-delivering because they did not get any alarm. The auto mode was active at the time of the incident. The customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.